Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported attempting to apply an adc device and being unsuccessful due to the inserter not firing, and as a result of being unable to monitor glucose levels, experiencing a loss of consciousness. The customer and upon regaining partial consciousness, was able to self-treat with juice. No third-party treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Applicator (B)(6) has been returned and investigated. Visually inspection has been performed on the applicator and no damage were observed. The applicator has been fired . Sharp stuck was observed inside sensor plug assembly. Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the sensor and no damage were observed. Unable to perform further investigation due to sensor pack not returned. If the sensor pack is returned a physical investigation will be performed and a follow up report will be submitted. Issue will be closed to no product returned. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported attempting to apply an adc device and being unsuccessful due to the inserter not firing, and as a result of being unable to monitor glucose levels, experiencing a loss of consciousness. The customer and upon regaining partial consciousness, was able to self-treat with juice. No third-party treatment was reported. There was no report of death or permanent impairment associated with this event.